Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 30mg/dl which was treated with food and glucose tablets. Customer¿s current blood glucose was 127mg/dl. Customer believes that he was getting more insulin when insulin pump was off which lead to low blood glucose and insulin pump was suspended. Customer had blood glucose of 78mg/dl, 92mg/dl, 57mg/dl, 80mg/dl to 140mg/dl, 118mg/dl. Insulin pump will not be return for analysis.